Event description:
A 64 yr old g3p3 female left modified radical mastectomy in 1986 for an apparent stage one breast implant. Reconstructed 1987 with a gel in 1991 chest trauma. Prolonged seroma on left and fluid was aspirated. 1992 changed to saline. Pain with continued firmness & distortion and systemic complaints arthralgias, morning stiffness, myalgias, shooting pain/burning left, muscle spasms, fatigue, sleep disturbance, fevers, hot flashes, night sweats, blurred vision, dizziness neurocognitive problems. Hair loss, sensitivity to chemical, sun and cold, etc.